Manufacturer narrative:
Device discarded by customer. The impella 5.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.5 pump inserted for cardiomyopathy. There was difficulty placing the wire through introducer valve. The patient had moderate mitral regurgitation (mr), severe aortic insufficiency (ai), and small patent foramen ovale (pfo). As a result, the patient received two (2) units of packed red blood cells (prbcs) in the operating room (or).